Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. E1. Initial reporter phone: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that during a cardiac ablation procedure with an ez steer nav ds catheter, the av node was ablated during a cavotricuspid isthmus (cti) ablation. The patient subsequently required a pacemaker and extended hospitalization. The physician¿s opinion on the cause of this adverse event was iatrogenic av-node ablation. The intervention provided was cti. The outcome of the adverse event was unchanged. The patient required extended hospitalization because of pacemaker implantation.